Event description:
Patient representative reported right side pain, anxiety due to product recall and capsular contracture, baker grade unknown, diagnosed via ultrasound. Patient representative later reported a double capsule and rupture. The device has been explanted by an en-bloc capsulectomy and was replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported device rupture.

Manufacturer narrative:
Health effect- impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative has reported right side pain anxiety due to product recall, capsular contracture baker grade unknown. The device has been explanted.